Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Report source: other: medwatch# (B)(4). Legal manufacturer: (B)(4).

Event description:
Per medwatch report # (B)(4): "nurse said she was always at the left side of the isolette, (so facing it) she went to the left. She changed the infant and had the left side down. At that time, she needed to retrieve more blankets and bent down and moved the side upward to reach into the drawer. She pulled the drawer toward her to retrieve a blanket and that is when she heard the loud noise - the right side disengaged and went down, patient followed and fell to the floor." It was further reported that a cat scan, MRI, head ultra sound was performed after the patient fall and all tests were normal, no injury. The patient was reported to have been stable and was transferred to another hospital for parental convenience and the transfer was not related to the reported incident. The hospital inspected the device and reported it was functional, without defects and as designed to operate, and was placed back in service. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Based on available information, the root cause was failure to properly latch the east panel properly after patient care. There is no product root cause as the device bed panels and latches were tested and no malfunction or breakage was found.